Event description:
Pt underwent laparoscopic left donor nephrectomy. Procedure uncomplicated. Two 10mm weck hemolock clips placed on the renal artery -both on the pt side- prior to renal artery division at time of nephrectomy. Clips inspected and appeared in place at termination of the procedure 15 mins later, without evidence of bleeding. Pt experienced hypotension, tachycardia in recovery room and returned to operating room - 4 hrs later. An open emergent laparotomy was performed. The clips were no longer on the renal artery and the pt was bleeding from the renal artery. The clips were not recovered at the rexploration. During the rexploration, the pt required 11 units of blood and experienced a 3 min cardiac arrest. The pt made a full recovery and was discharged 1 wk later.